Event description:
The dimple of the dome was detached during the removal of this device using an obturator. The incident was during the procedure. The indwelling period was 349 days.

Manufacturer narrative:
The complaint of a detached dome and valve hinge is confirmed. Microscopic examination of the over molded portion of the dome is complete exhibiting no voids. It should not be noted the adhesive joint around the entire circumference of the dome is present. Evidence of the valve hinge is also present. The complete detachment of the dome and the lack of any associated damage of the button dome suggest the tear was caused by stretching the dome beyond its elastic limits; however the exact mechanism of damage is undetermined. The detached portion of the retention dome and valve flap was not returned for eval. Gross visual and microscopic examinations shows no evidence of a defect or deformity related to the manufacturing process.